Manufacturer narrative:
Additional information was received that the reported event is not related to the procedure, device or stimulation.

Event description:
A report was received that the patient experienced a mild pulmonary embolism. The patient was given medication and a computerized tomography pulmonary angiogram was performed. The event is resolving. The event was assessed as being related to procedure and not related to device or stimulation.

Event description:
A report was received that the patient experienced a mild pulmonary embolism. The patient was given medication and a computerized tomography pulmonary angiogram was performed. The event is resolving. The event was assessed as being related to procedure and not related to device or stimulation.